Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that a thrombectomy for left distal infarction was performed using the subject stent retriever. First pass was performed with the subject stent retriever and aspiration catheter. The modified treatment in cerebral infarction (mtici) score improved to 3 after first pass. There was no reported patient injury such as vessel perforation and vessel dissection. No device malfunction was reported during procedure. Imaging follow-up done the next day, 25.5 hours after the procedure revealed sub arachnoid hemorrhage (sah). Patient condition and medical intervention done due to the event is unknown. No other information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that a thrombectomy for left distal infarction was performed using the subject stent retriever. First pass was performed with the subject stent retriever and aspiration catheter. The modified treatment in cerebral infarction (mtici) score improved to 3 after first pass. There was no reported patient injury such as vessel perforation and vessel dissection. No device malfunction was reported during procedure. Imaging follow-up done the next day, 25.5 hours after the procedure revealed sub arachnoid hemorrhage (sah). Patient condition and medical intervention done due to the event is unknown. No other information is available.